Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. On an unknown date, aortic regurgitation and cardiac insufficiency was observed. On (B)(6) 2019, a re-do aortic valve replacement was performed and the trifecta valve was explanted and exchanged for a 23mm magnaease valve. Upon explant, the physician observed a tear between the non-coronary cusp (ncc) and the right coronary cusp (rcc), extending toward the nadir of the ncc. In addition, another leaflet tear was observed on the base of the left coronary cusp.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. On an unknown date, an echo revealed aortic regurgitation and cardiac insufficiency. On (B)(6) 2019, a re-do aortic valve replacement was performed and the trifecta valve was explanted and exchanged for a 23mm magnaease valve. Upon explant, the physician observed a tear between the non-coronary cusp (ncc) and the right coronary cusp (rcc), extending toward the nadir of the ncc. In addition, another leaflet tear was observed on the base of the left coronary cusp. The patient is reported to be stable.

Manufacturer narrative:
Explant was reported due to aortic regurgitation and cardiac insufficiency. The tears seen at explant were confirmed. Leaflets 1 and 2 were torn, with degenerative changes and loss of collagen at the tear sites. Leaflet 1 was fibrotically thickened. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined.